Event description:
An attempt was made to advance an endeavor sprint 3.0 mm diameter x 12mm length rapid exchange (rx) drug eluting stent in the pt. The guide catheter backed out from the optimum positioning during the procedure and when the physician pulled the stent delivery system back into the guide catheter to reposition, the stent dislodged. The physician did retrieve the stent with a snare, but when withdrawing the device from the pt the stent got caught on an aortic stent strut and was lost in the pt. The stent never crossed the target lesion and was left in the pt's body. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: stent embolism. Results/conclusions: withdrawal of an unexpected stent back into the guide catheter. The stent dislodged when pulled into the guide catheter. Eval summary: crimp impressions and the distal and proximal pillows were evident on the balloon of the returned stent delivery system. The distal tip was damaged. The proximal balloon folds were partially opened.